Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the patient presented for a routine annual follow up visit. The patient was asymptomatic. Distal type I endoleaks were seen in both iliac arteries, at the distal ends of both the bifurcate and the contralateral limb. The physician stated that the endoleaks were due to artery dilatation. Both iliac arteries were extended with flared limb grafts, and the endoleaks were resolved. No additional clinical sequelae were reported and the patient is fine.